Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported a loss of therapy. She was nauseous every day. The patient had her right knee replaced in (B)(6) 2014. The implantable neurostimulator (ins) was on during the surgery. The patient did not think it was a problem. She had her left knee replaced in (B)(6) 2015 and had her ins off. About a week before her left knee surgery, they had turned her ins off and that's when she started feeling nauseous every day. On (B)(6) 2015, the ins was turned back on. The healthcare provider (hcp) determined the battery was low and she may have had 6 months or less left. It was noted that the hcp probably turned it on a low frequency and that was why she felt nauseous. The hcp thought the battery depleted too quick; it only lasted 4.5 years. The hcp thought it shouldn't have died so quickly. The hcp also thought the ins could be corrupt because they didn't turn it off when she had her right knee replacement. Battery longevity was reviewed and the patient reported she had high settings. It was noted that she had herniated disks and they wanted to do an rf ablation the day following this report, and then do an MRI after they take the ins out. They would then put the new ins in.

Event description:
The patient reported that they had experienced a loss or change of therapy. Return of symptoms- nausea, vomiting and pain were noted. The patient stated its like morning sickness. On easter sunday, the patient started to bend over with pain and vomiting. The patient thought her implant needed to be adjusted. She was taking more and more of zofran, reglan and compazine for relief and didn¿t like it. The patient said she was out for dinner and then felt the pain the patient considered this a sudden change in therapy/symptoms. The patient was temporarily in (B)(6) and will try to find a hcp (healthcare provider) there who can assist with making an adjustment. Event date was noted as (B)(6), 2015. The patient stated she went to see dr (B)(6) and he thought there was a hole in her peritoneum. They ordered CT scan/ultrasound but she did not determine what it was. The patient stated dr (B)(6) sent her to dr (B)(6) and he was the one who sent her for all the tests. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6). Product type: lead. (B)(4).